Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. Additionally, noise was able to be reproduced. Subsequent measurements were within normal limits at 500 ohms. The physician plans to continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.